Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that approximately two years post ventricular assist device (vad) implantation, the patient expired. The cause of death was deemed as end state cardiomyopathy. Log file analysis was not performed since log files were not available. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardiomyopathy. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two years post ventricular assist device (vad) implantation, the patient expired, and the cause of death was deemed as end state cardiomyopathy.